Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: (B)(4) had a pcu8015 sn (B)(4) did not communicate with system maintenance software. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed communication cable with (B)(6) and found out he did not use trip lite usb adapter. After installing driver and used trip lite usb driver model USA-19hs, (B)(6) was able to connect pcu8015 to system maintenance software successfully.